Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided high readings. On (B)(6) 2018, customer reported receiving 470 mg/dl at 06:42 p.m. On the sensor and treated with 7 units of insulin bolus, "hi" (readings greater that 500 mg/dl) at 07:04 p.m. On the sensor and treated with 2 units of insulin. Customer experienced sweating and lost consciousness at 08:14 p.m. And was treated with 90 units of insulin bolus based on the new reading of "hi" on the sensor. Customer's husband tried to revive her with small slaps and tried to administer glucose via vein but was unsuccessful. Insulin pump was removed at 09:00 p.m. And emergency services were called upon who obtained a capillary reading of 15 mg/dl on their meter. Customer was treated with glucose injection, carbohydrates via cola and a roll on the way to the hospital. Customer was hospitalized for 2 days and obtained a reading of 201 mg/dl on the sensor before she went home on (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor provided high readings. On (B)(6) 2018, customer reported receiving 470 mg/dl at 06:42 p.m. On the sensor and treated with 7 units of insulin bolus, "hi" (readings greater that 500 mg/dl) at 07:04 p.m. On the sensor and treated with 2 units of insulin. Customer experienced sweating and lost consciousness at 08:14 p.m. And was treated with 1.90 units of insulin bolus based on the new reading of "hi" on the sensor. Customer's husband tried to revive her with small slaps and tried to administer glucose via vein but was unsuccessful. Insulin pump was removed at 09:00 p.m. And emergency services were called upon who obtained a capillary reading of 15 mg/dl on their meter. Customer was treated with glucose injection, carbohydrates via cola and a roll on the way to the hospital. Customer was hospitalized for 2 days and obtained a reading of 201 mg/dl on the sensor before she went home on (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Event or problem was incorrectly documented in the initial MDR. Correction has been made.

Event description:
Customer reported the adc freestyle libre sensor provided high readings. On (B)(6) 2018, customer reported receiving 470 mg/dl at 06:42 p.m. On the sensor and treated with 7 units of insulin bolus, "hi" (readings greater that 500 mg/dl) at 07:04 p.m. On the sensor and treated with 2 units of insulin. Customer experienced sweating and lost consciousness at 08:14 p.m. And was treated with 1.90 units of insulin bolus based on the new reading of "hi" on the sensor. Customer's husband tried to revive her with small slaps and tried to administer glucose via vein but was unsuccessful. Insulin pump was removed at 09:00 p.m. And emergency services were called upon who obtained a capillary reading of 15 mg/dl on their meter. Customer was treated with glucose injection, carbohydrates via cola and a roll on the way to the hospital. Customer was hospitalized for 2 days and obtained a reading of 201 mg/dl on the sensor before she went home on (B)(6) 2018. There was no report of death or permanent injury associated with this event.